Event description:
A (B)(6) male underwent evar on (B)(6) 2013. The patient's anatomy was not calcified nor tortuous. There was contrast by the fabric of the prosthesis. This was corrected by placing another zenith iliac leg graft. The patient is fine. Confirmed on (B)(6) 2013 - a second device was available during the procedure. When the physician realized that the graft had a leak, the second one was opened during the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.